Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a part of the plastic/rubber circumference was missing from the port luer activated valve of a clearlink duo-vent continu-flo solution set. It was further specified that the line was primed with ferric gluconate; air in line and leakage was observed from that port (not previously accessed) just distal to the unspecified pump; amber colored medication slowly dripped from the port. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the provided photograph, which revealed a defect in the y-site interlink or lad, however; the reported problem of missing component was not observed. The reported problem of the defect in the y-site interlink or lad was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.